Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. The device still remains implanted.

Event description:
Patient reported, a left side rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
¿Clarification to b3: date of occurrence (B)(6) 2022." A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as a surgical impact opening. (Shell thickness within spec). Calcification: no observed. Cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: non-penetrating nick observed on the device. No further actions are required as the device was implanted.